Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 months. The device was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection and was treated with oral antibiotics. Reportedly, the patient had a change in caregiver support prior to developing the driveline infection. It was reported that no further treatment was required after completion of the antibiotic course. The patient remained ongoing at the time of the event with no further complaints of infection reported.